Event description:
Allegations of sweats, multiple arthralgias, chronic fatigue, insomnia, myalgias, and chronic cystitis as well as easy bruisability, frequent mouth sores and balance disorders and other unspecified injuries.